Manufacturer narrative:
The evaluation for the device involved is pending.

Event description:
The event involved a spiros that leaked at the housing containing an unspecified chemotherapeutic medication during patient infusion. The mating device used with the affected product was an alaris tubing set and a smartsite which were manufactured by bd. There was patient involvement, no adverse event, no harm, and unknown delay in therapy. This report captures the first of two events.

Manufacturer narrative:
H10: one (1) used partially full 25ml container, 0.9% nacl by baxter, one (1) used list # cl3948, oncology kit w/chemolock¿ bag spike with additive port; vented cap; spiros® w/red cap; lot # unknown, and one (1) used bd alaris pump set were received and visually inspected. As received, no visible damage or anomalies were seen. The sample was leak tested and leakage occurred from the area of the o-ring/poppet interface on the returned spiros. The reported complaint of leakage can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review could not be completed since no lot number was provided.